Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not perform cartridge air removal step correctly. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.